Event description:
Information was received from the consumer through a manufacturing representative regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and chronic low back pain. The patient's pain pump was alarming. It had been alarming for one month (from (B)(6) 2016). The patient was seeing a health care provider (hcp) to have his pump refilled and managed. The patient reported weakness, diarrhea, and a decrease in appetite a few weeks ago (as of (B)(6) 2016). The patient was hospitalized and was now in a rehabilitation facility. The issue was not resolved. The patient's status was "alive - no injury" at the time of this report. No surgical intervention had occurred, and no surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.